Manufacturer narrative:
(B)(4).

Event description:
Respiratory therapist was holding pt's and while the other respiratory therapist was drawing abg's, the rt drawing withdrew the needle to re-adjust and poked the other employee in the left little finger. A 0.5ml tdap was administered to the injured employee.